Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the audio bolus button cover was removed from the pump and contamination was found under the button contact. The battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was misaligned with contamination under the contact. It was also revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2015.